Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. There were no visual anomalies noted during visual inspection. However, the sample did not meet the leak test specification. The balloon deflated immediately after inflation. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. There were no visual anomalies noted and all samples met the leak test specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: a tr band was placed on the patient; 30 minutes post-op the patient observed blood under the tr band; the patient called the nurse; the nurse noticed the balloon on the tr band had deflated; the nurse tried to re-inflate the balloon but it would not inflate; the initial procedure was completed; blood loss was less than 250cc; and the patient was reported to be stable.